Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was implanted using a 14f amplatzer torqvue delivery system.the transseptal puncture was performed at an inferior and mid location. The device was implanted on the first deployment without any partial or full recaptures. The left atrial pressure at the time of the procedure was 10 mmhg. 80 days post-implant, the patient returned to the hospital due to feeling unwell. A surface echocardiogram was performed, and the physician identified a pericardial effusion with cardiac tamponade. The effusion was resolved via pericardiocentesis following a transapical puncture (tap), during which 700 cc of fluid was drained. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was implanted using a 14f amplatzer torqvue delivery system.the transseptal puncture was performed at an inferior and mid location. The device was implanted on the first deployment without any partial or full recaptures. The left atrial pressure at the time of the procedure was 10 mmhg. The patient's activated clotting time (act) levels during the procedure was 302 and the patient had a-fib rhythm during the procedure. 80 days post-implant, the patient returned to the hospital due to feeling unwell. A surface echocardiogram was performed, and the physician identified a pericardial effusion with cardiac tamponade. The effusion was resolved via pericardiocentesis following a transapical puncture (tap), during which 700 cc of fluid was drained. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. A cine review was completed and concluded the images confirmed the pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion and cardiac tamponade could not be determined. An unexpected medical intervention (pericardiocentesis) and a prolonged hospitalization were a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.